Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ luer slip tip syringe had no scale markings on it. The following information was provided by the initial reporter: "there was no markings of measurement in one of the syringe in the pack."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ luer slip tip syringe had no scale markings on it. The following information was provided by the initial reporter: "there was no markings of measurement in one of the syringe in the pack."

Manufacturer narrative:
Correction: the customer provided the correct material and lot#. The following fields have been updated: b.5. Describe event or problem: it was reported that the bd luer-lok¿ syringe had no scale markings on it. D.1. Medical device brand name: bd luer-lok¿ syringe. D.2. Medical device catalog#: 309648. D.4. Medical device lot #: 1127509. D.4. Medical device expiration date: 2026-04-30. D.5. Unique identifier (UDI) #: (B)(4). G.5. PMA / 510(k)#: k941562. H.4. Device manufacture date: 2021-05-07.

Event description:
It was reported that the bd luer-lok¿ syringe had no scale markings on it. The following information was provided by the initial reporter: "there was no markings of measurement in one of the syringe in the pack."

Manufacturer narrative:
H.6. Investigation: one photo was received and evaluated. The photo displayed a single 1ml luer lock syringe (p/n 309648) with a piece of tape applied to the collar. The graduated scale was completely missing from the syringe which was a non-conforming condition per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd luer-lok¿ syringe had no scale markings on it. The following information was provided by the initial reporter: "there was no markings of measurement in one of the syringe in the pack."